Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. However based on the report of the service department of olympus europe se & co. Kg (oekg) and the following evaluation results, omsc concluded that this phenomenon was attributed to the main board failure. -there are no abnormalities inside the subject device other than the reported phenomenon. -the subject device has not been returned to omsc. Based on the above, the cause of the main board failure could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject was returned to the service department of (B)(4) but has not returned to omsc. The service department of (B)(4) checked the subject device for evaluation. It was found the printed circuit board failure of the subject device which caused turning on correctly. In addition, it was found that there was no images available. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the subject device could not start correctly. The subject device had been returned from the user because the subject device had been switched on/off randomly at the user facility. The occurrence date of the event is unknown. There was no patient injury associated with this report.